Manufacturer narrative:
B5: additional event information received.

Event description:
This pump is not available for return. Transesophageal echocardiogram (tee) was performed by attending as intervention.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65-year-old male patient with acute myocardial infarction and cardiogenic shock (cardiogenic shock society for cardiovascular angiography and interventions shock stage d), with a lactate level of 6.1 mmol/l and a ph of 7.27, had received an intra-aortic balloon pump, extracorporeal life support, two inotropes, a vasopressor, and respiratory support before impella cp placement. While in the cardiac catheterisation laboratory, the patient lost pulsatility, and the intra-aortic balloon pump was removed. An impella cp was inserted in addition to the extracorporeal life support device. Two hours after impella cp placement, the distance from the aortic valve annulus was measured and documented at 4.2 cm post procedure. Repeated impella in aorta alarms occurred, while however, the device position measured 3.6 cm from the aortic valve annulus, indicating appropriate impella cp placement. Additionally, waveforms on the automated impella controller demonstrated a pulsatile aortic line with a flat or dampened motor current waveform. The patient subsequently underwent successful impella cp removal but remained on extracorporeal life support and survived.